Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was treated in the emergency department for a complete bicuspid aortic valve (bav), in the context of asthenia. The pacemaker was explanted from the patient, even though it had been implanted since 2013. The device can be interrogated but the battery was depleted, and there was no safety mode noted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was treated in the emergency department for a complete bicuspid aortic valve (bav), in the context of asthenia. The pacemaker was explanted from the patient, even though it had been implanted since 2013. The device can be interrogated but the battery was depleted, and there was no safety mode noted. No additional adverse patient effects were reported. According to the local boston scientific representative, the device will not return for analysis as it was discarded.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was treated in the emergency department for a complete bicuspid aortic valve (bav), in the context of asthenia. The pacemaker was explanted from the patient, even though it had been implanted since 2013. The device can be interrogated but the battery was depleted, and there was no safety mode noted. No additional adverse patient effects were reported. According to the local boston scientific representative, the device will not return for analysis as it was discarded.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was found to be operating in safety mode. Communication to the device could not be established with a programmer. It was also observed that there was no safety mode pacing observed on the oscilloscope. The device was opened and visual inspection looked normal. Battery was removed and external power was applied to the hybrid. The current drain measured normal. Detailed analysis was performed on the battery however technicians found depleted cells with no battery-related failure identified. Analysis shows no component failure. The cause of this device entering in safety mode could not be established.